Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] severe lower back pain [low back pain] pain in the legs [pains in legs] pain in right side & right hip [pain in hip] dry mouth [dry mouth]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2026. The most recent information was received on 30-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and back pain ("severe lower back pain") in a 52-year-old female patient who had essure inserted (lot no. C68794) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bouveret-hoffmann syndrome in 2013, elective abortion in 1995 and spontaneous abortion, parity 2, multi gravida, varicose veins of lower extremities and obesity. Allergies: no. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2668 days after essure insertion, she experienced back pain (seriousness criterion hospitalisation), pain in extremity ("pain in the legs"), arthralgia ("pain in right side & right hip") and dry mouth ("dry mouth"). Essure was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2026 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy via laparoscopy). At the time of the report, the pelvic pain and back pain had resolved. The outcomes for pain in extremity, arthralgia and dry mouth were unknown. No causality assessment was received for essure with regard to back pain, pain in extremity, arthralgia, pelvic pain or dry mouth. The reporter commented: note and follow-up during hospitalisation: uncomplicated postoperative course. Discharge method: home tests pending results: anatomy. The patient wishes to have her essure implants removed. Patient's current condition: essure devices removed in a hospital setting by an obstetric surgeon; pain disappeared almost immediately. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.3 kg/sqm. [Ultrasound pelvis] in (B)(6) 2026: normal batch number: c68794; expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Severe lower back pain [low back pain]. Pain in the legs [pains in legs]. Pain in right side & right hip [pain in hip]. Dry mouth [dry mouth]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and back pain ("severe lower back pain") in a 52 year-old female patient who had essure inserted (lot no. C68794) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bouveret-hoffmann syndrome in 2013, elective abortion in 1995 and spontaneous abortion, parity 2, multi gravida, varicose veins of lower extremities and obesity. Allergies: no. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2668 days after essure insertion, she experienced back pain (seriousness criterion hospitalisation), pain in extremity ("pain in the legs"), arthralgia ("pain in right side & right hip") and dry mouth ("dry mouth"). Essure was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2026 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy via laparoscopy). At the time of the report, the pelvic pain and back pain had resolved. The outcomes for pain in extremity, arthralgia and dry mouth were unknown. No causality assessment was received for essure with regard to back pain, pain in extremity, arthralgia, pelvic pain or dry mouth. The reporter commented: note and follow-up during hospitalisation: uncomplicated postoperative course. Discharge method: home. Tests pending results: anatomy. The patient wishes to have her essure implants removed. Patient's current condition: essure devices removed in a hospital setting by an obstetric surgeon; pain disappeared almost immediately. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.3 kg/sqm. [Ultrasound pelvis] in (B)(6) 2026: normal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.